Event description:
It was reported by the customer that the vacuum pump sounds louder than usual, and the samples obtained were smaller than expected. The samples obtained were adequate. No patient consequence reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer comlpaint and found this was due to loose pump mounting hardware. To correct the issue, the site replaced four pump isolation mounts, four fender washers, four flat washers, and four pump mount screws. The analysis site confirmed that the samples were smaller than expected due to a worn dc motor adapter, and to correct this issue, the site replaced the dc motor adapter. As part of the standard service process, replace the muffler and applied dow corning lubricant to the dc motors, replaced the holster: if board to holster, and per the service manual performed the dc motor adapter upgrade. After servicing, the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.